Event description:
It was reported that the device stopped compression after 10 minutes. Customer will return the device and two batteries (s/n (B)(4)). Customer also requested investigation of this failure and repair of user advisory 17 (max motor on time exceeded during active operation).

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) involved in the event was returned to zoll circulation on (B)(4) 2012 and was analyzed. The archive data analysis does not show that the platform was used on the reported incident date of (B)(4) 2012. It also showed that customer is not following proper battery management procedures of daily system checks and battery swap. Low voltage batteries have been used repeatedly which may have caused the reported complaint of "the device stopped compression after 10 minutes". The platform was run with no problems found. The board work as intended and it passed final test. No adverse event reported.